Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the reported death in this incident cannot be determined. The reported patient effect of death as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedure. Although a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report death. It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. Two mitraclip¿s (90919u185, 90806u153) were implanted, reducing mr to a grade of 1. Two to three days later, the physician stated that due to preexisting conditions, including an ejection fraction (ef) below 30%, the patient became unable to be stabilize and expired. The physician was unsure why the patient passed away. No additional information was provided.